Event description:
It was reported that when the loaner lightsource was received the standby button on the touchscreen kept being selected and deselected on its own.

Manufacturer narrative:
Additional info will be provided once investigation is completed.